Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) went into safety mode. The device was scheduled to be replaced. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) went into safety mode. The device was scheduled to be replaced. No adverse patient effects were reported. Subsequently, the device was explanted and replaced. No additional adverse patient effects were reported.